Event description:
Anchor broke during insertion. First anchor was fixated without issue, however it was necessary to pound the anchor "very very hard" in order to get it in. The second anchor was fixated, however the tissue was a little harder. The surgeon then probed the site and noticed a crack in the anchor. He then probed the 1st anchor only to find it too, was cracked. Both anchors were left fixated and the repair was further secured with the use of two competitors anchors. The 3mm drill and a drill guide were used to prepare the site prior to insertion. No significant delay was reported.